Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2070 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a split in PICC @10 cm (proximal to securacath device, inside vein). Also deep crimp in PICC at 3 cm (distal to securacath device). Dwell time 55 days. It was stated the patient is obese and walks with crutches.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The sample was returned with a handwritten note indicating product information pn: ck000375 and lot: redn2070. Evidence of use was present throughout the device. Multiple kinks and bends were observed throughout the catheter shaft. The catheter was observed to have a crimp indentation at the 3 cm depth marker. The sample was flushed with water using a 12 ml syringe and two leaks were observed. A leak was observed near the 10 cm depth marker and 7 cm depth marker. Microscopic observation of the 10 cm depth marker leak location revealed a circumferential split. The split corners were observed to propagate longitudinally. Material wrinkling was observed around the split edges. Microscopic observation of the 7 cm leak revealed the split to be located at a catheter kink location. The split was catheter appeared to have experience compression at the split edges. Material wrinkling was present along the split edges. The catheter was cut near the 8 cm depth marker and the wall thickness was measured. The dimension was found to be within specification. The characteristics of the damage observed throughout the catheter suggest material fatigue caused by repeated kinking was a likely contributing factor. The product instructions for use (IFU) cautions, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort."

Event description:
It was reported that there was a split in PICC @10 cm (proximal to securacath device, inside vein). Also deep crimp in PICC at 3 cm (distal to securacath device). Dwell time 55 days. It was stated the patient is obese and walks with crutches.